Event description:
New information on (B)(6) 2018 sated that the lead also exhibited noise and undersensing.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two weeks post implant, the patient experienced chest pain and presented in the emergency room. Upon interrogation, the right atrial lead exhibited high capture threshold. Chest x-ray was performed and revealed the lead had pulled back to superior vena cava. The lead was repositioned successfully and the patient was fine. Few weeks later on an unknown date, the patient experiencing chest pain presented to the clinic for follow up. Upon interrogation, the right atrial lead exhibited high capture threshold again and the lead was programmed off. During an unrelated procedure on an unknown date, the lead was explanted and right atrial port was capped. The patient was fine post operation.